Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter name), e3, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11.a getinge field service engineer (fse) inspected the unit and no issues were identified. The unit passed all functional tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training the cardiosave intra-aortic balloon pump (iabp) batteries popped out and unit shut off. There was no patient involvement.